Event description:
During a routine shift check by a clinician, the device failed to discharge. During subsequent biomed testing, the device displacyed a "poor pad contact" message. There was no patient involvement in the reported malfunction.